Manufacturer narrative:
The previously reported myocardial infarction was treated with non- target lesion revascularization in the proximal lad using a non medtronic stent. The event was also treated with medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure an endeavor sprint drug-eluting stent was implanted in the lcx. Approximately 20 months post index procedure patient had myocardial infarction and was treated with percutaneous intervention. Investigator assessed that event is not related to the study device or antiplatelet.